Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7087903, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the lead was relocated 6 millimeters higher to achieve better tremor control. The patient was doing well postoperatively.